Event description:
It was reported that the procedure was to treat a total occlusion located in the left leg at the anterior tibial artery. The 3.0 mm x 200 mm x 150 cm armada 14 balloon was inflated; however, was observed to be losing pressure and a leak was noted between the guide wire lumen and the inflation lumen. A shorter armada balloon catheter was used successfully for the rest of the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported leak at the hub. Although a search of the lot history record for this specific lot indicated no related non-conformance records and a query of the complaint-handling database indicated there are no similar incidents reported from this lot for the reported issues; based on an expanded investigation, a product deficiency related to leaks was noted by the manufacturer. Further assessment of this issue was conducted per site operating procedures. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.